Event description:
Meter was reading inaccurately low. The pt reported blood glucose results of 19.1 mmol/l, 2.3 mmol/l, 1.2 mmol/l, and 15.0 mmol/l with the lifescan meter, performed within 10 minutes of each other. Several hours later the pt's physician obtained a 7.3 mmol/l on their meter. No treatment was administered. Troubleshooting could not be completed as the control solution had expired. The pt neither alleged harm nor experienced injury or medical intervention. Pt's meter was replaced.